Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No frozen screen noted. Device had cracked reservoir tube lip, broken belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's screen was frozen and the buttons were unresponsive. Blood glucose value was 463 mg/dl; treated with manual injection. The customer stated she received an alarm but was unable to confirm it in the history. The customer was advised to change the battery; she received a button error alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The customer sent an email the next day, stating that her blood glucose had gone down to 130 mg/dl. The insulin pump was replaced and returned for analysis.